Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The 30mm long target lesion was located in the 90% stenosed left anterior descending coronary artery. The vessel diameter was 2.5mm. When the 2.50x32mm taxus liberte stent delivery system was removed from the protective hoop, the physician noted that the stent was damaged. There were no complications as the device never entered the patient's body. The procedure was able to be completed with another of the same device. The patient condition post procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).